Event description:
Patient #1 of 3. Healthcare professional complained that a hemochron signature elite and pt/inr system reported results lower than the laboratory reference. A patient, unspecified gender, age, weight had coagulation status evaluated at a hospital clinic. Therapeutic inr range for atrial fibrillation is 2.0-3.0. The hemochron signature elite and pt/inr system reported inr of 0.9; repeat testing in the laboratory reported inr of 5.0. Vitamin k was administered based on the reference laboratory result. No adverse events were reported. The hemochron signature elite and ptr/inr system successfully passed electronic and liquid quality control testing before and after patient testing. System storage, sample handling and device operation was evaluated and was found to be consistent with product labeling. This issue has previously been reported by other end users using this lot of cuvettes when ron on different hemochron signature elite instruments, so instrument malfunction is not suspected.

Manufacturer narrative:
(B)(4). Patient #2 of 3 is reported on MDR 2248721-2015-00009, and patient #3 of 3 is reported on MDR 2248721-2015-00010. Method - actual device not evaluated. Process evaluation performed. No ncrs or anomalies related to the complaint were identified. Results - no results available since no evaluation was performed. Conclusion: device not returned. Itc has requested all data requiring for form 3500a.